Event description:
The adhesive from the pacemaker drape became detatched from the drape itself. Resulting in the drape being unable to be used. It was discovered once it was on the pt. We removed everything reprepped and redraped the pt.